Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) had one inappropriate shock post implant due to oversensing of air bubbles. Technical services discussed programming options and to consider turning the device off if primary cannot be used until the issue is resolved. At this time, the system remains in service. No adverse patient effects were reported.